Manufacturer narrative:
(B)(4). The fisher & paykel healthcare flexitrunk interface is designed to deliver non-invasive positive pressure ventilation to a spontaneously breathing patient weighing up to (B)(6) kilograms in a hospital or clinical setting where the patient is adequately monitored by trained medical staff. The bc3020 nasal prongs are designed to be used with the flexitrunk interface. The complaint nasal prongs were not available for investigation as they were not returned by the hospital. We requested the return of the complaint device but did not receive any response despite following up. Without the return of the complaint device or further information we are unable to confirm what may have caused the problem reported by the customer. The user instructions that accompany the flexitrunk state the following: connect prongs or mask to nasal tubing ensuring that it is inserted fully. Check patient frequently for signs of redness, pressure sores or irritation which may result from extended prongs or mask use. Hourly checks are recommended. In addition, the user instructions provide step by step instructions with illustrations on the correct set-up and fitting of the flexitrunk tubing to a nasal mask or prongs.

Event description:
A hospital in (B)(6) reported to the FDA that the bubble CPAP nasal prongs had disconnected from the flexitrunk during use on a patient. No patient consequence was reported.